Manufacturer narrative:
The insulin pump received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched display window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's husband inquired about the safety recall on his wife's insulin pump. He was informed that the issue involved the down arrow button and the max bolus feature on the insulin pump. The husband stated his wife had experienced the issue. The husband requested a replacement insulin pump for his wife. The wife's blood glucose was 340 mg/dl. No additional information provided.